Manufacturer narrative:
The insr (serial #(B)(4)) was returned and analysis found no anomalies. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported she saw the cord and it was frayed in three different areas. It was noted the rep told the patient to call her if there were any issues recharging the device with the new cord. Since the patient had not called, the rep was assumed she was doing well.

Manufacturer narrative:
Concomitant products: product ID 3778-60, lot# serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37791, lot # unknown, product type recharger; product ID 37752, serial # (B)(4), product type recharger. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Recharger s/n (B)(4). Ins s/n (B)(4).

Event description:
The consumer via the manufacturer's representative reported the wire to the recharger was frayed and the patient had been using duct tape. Also, the connector pin was broken. The implantable neurostimulator recharger (insr) antenna wire was frayed. It was also noted the patient started having recharging issues. Later, the patient reported she got the new cord but it was still not charging the insr. The patient's battery was depleted so she needed to charge. There were no symptoms reported. Relevant medical history included radicular pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.